Event description:
A user facility reported to olympus that the suction valve was blocked. There was no patient injury or infection, associated with the problem, reported to olympus. Upon inspection of the returned device, it was noted that foreign material exited from the channel. This report is submitted due to a report of foreign material exiting from the channel.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the channel; the evaluation determined the device was insufficiently or incorrectly reprocessed and used for the next procedure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to correct field g3 of the initial report. The date received by manufacturer for the initial report is december 14, 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The results of inspection provided the following observations: the syringe tip was present in channel, the "a-rubber" (bending section cover) was cut and leaking, "a-rubber" glue was broken, the suction cylinder was broken and leaking, the lens was scratched/chipped and the keytop was cut. Because the foreign material in the nozzle was the tip of the syringe, it was presumed that the distal part of the syringe became broken during use and remained inside the channel. It was further presumed that this was caused by the facility staff being less trained in the use of accessories, reprocessing and/or device handling in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.